Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 100 units of insulin. Insulin was added to the cartridge resulting in the cartridge leaking. Reportedly, a cartridge change was performed resolving the issue. Customer's blood glucose level was 151 mg/dl.